Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the stent foreshortened to approximately 110m upon deployment in the sfa. No pt injury was reported.